Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable. The lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that trailing haptic of pcb00v tecnis monofocal iol (intraocular lens) got caught between the inner cylinder and plunger as it would not come out. Consequently, the trailing haptic was then pulled out and the iol was implanted into patient's eye without complication, no patient injury was reported. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Video evaluation by subject matter expert (sme): customer provided the patient video surgery or operation. After reviewing the video, sme observed the following: ovd (ophthalmic viscosurgical device) material is dispensed at the corner of the eye with the delivery system prior to insertion. It was also noted that the potential causes of iol stuck in the inserter are; when iol is left in the advanced too long and when it has insufficient ovd. Directions for use (dfu) have provided these information of proper lens usage and ovd usage to the customer. Furthermore, preloaded products were visually inspected 100 percent to ensure iol positioning in the delivery system and performed functional aql (acceptance quality limit) sampling plan testing. For those reasons, intraocular lens stuck in the inserter cannot be attributed to the manufacturing process of the preloaded delivery system. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.